Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was observed to be jumping and the battery became hot while charging. The customer reportedly experienced elevated blood glucose due to the reported issues however specific values were not provided. The customer stated bg level was never below 200 mg/d and the pump was used to address bg. Troubleshooting with tandem technical support could not be performed as the customer no longer had the pump.